Event description:
The account alleged the bed had no foot hilow up function, knee up function and had an intermittent head up function. No pt impact.

Manufacturer narrative:
The account replaced the hydraulic manifold assembly to resolve the issue.